Event description:
During an atrial fibrillation procedure, a tamponade occurred requiring a pericardiocentesis. When reviewing the x-ray images, it was noted that the patient's border had changed. An echocardiogram confirmed a tamponade, which was then drained by a pericardiocentesis. The patient is stable, and it is unknown when or how the tamponade occurred.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Log files from the tactisys quartz system were unable to be returned, therefore, no log file analysis was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported tamponade and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.